Event description:
(B)(6) clinical trial. It was reported that the isleeve was unable to advance into the artery. The patient had heavily calcified peripheral arteries . The 14f isleeve introducer sheath encountered difficulty in passing up through the heavily calcified and tortuous iliac and femoral vasculature. The isleeve introducer sheath was removed. They switched to a non-bsc sheath that also encountered difficulty passing through the anatomy. They used multiple dilators to dilate the artery and then the non-bsc sheath was able to pass through the anatomy. No patient complications occurred. The patient was fine.